Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient calls because he reports that he does not hear vibration then verified vibration settings was set to on but during the self-test. It does not emit any vibration. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test because it failed to vibrate during the vibration test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. Upon further review of the unit's interior, the inside of the battery compartment is heavily corroded. Not only that but the underside of the battery compartment shows signs of previous fluid leakage from the battery compartment onto the battery board underneath it. The vibrator is located on the battery board.